Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the aortic regurgitation was related to the aortic valve.

Manufacturer narrative:
Updated data: b1, b2, b5, d6b, d9, h6. Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 8 years and 4 months following the transcatheter valve implant, hospitalization was required to explant and replace the transcatheter valve.

Event description:
Additional information received indicated that exertional chest pressure and increased shortness of breath developed approximately 8-10 weeks prior to the valve explant. The patient was discharged 7 days following the valve explant with report the event resolved with no sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 4 months following the implant of this transcatheter bioprosthetic valve exertional angina developed. Approximately 2 months later, as result of the exertional angina a stress test was performed. As reported, the exertional angina was solely related to the apical inferior wall ischemia. The stress test noted a small area of moderate ischemia on the apical inferior wall. An echocardiogram performed approximately two weeks later noted no transcatheter regurgitation. Approximately 6 years and 7 months following the valve implant, a diagnostic coronary angiogram was performed. The physician indicated that the diagnostic coronary angiogram was difficult to engage the left main (lm) coronary artery due to the transcatheter valve. The lm was never well cannulated. As reported, the guidewire had crossed the aortic valve and did not perforate the leaflets. The exact passage of the guidewire in the valve openings was not known. The following day, the patient presented to the emergency department with buzzing sounds in the neck and ears. Pulsatile tinnitus was diagnosed. An echocardiogram on that day identified moderate eccentric regurgitation from the left coronary cusp (lcc) equivalent. Approximately 1 month later, a transesophageal echocardiogram (tee) performed identified moderate-severe aortic regurgitation and trivial paravalvular leak (pvl). As reported, the onset of the aortic regurgitation may have been related to the diagnostic coronary angiography. It was reported that the transcatheter valve had not been pulled. Additionally, there was no ¿important p motion¿ of the transcatheter valve. Clarification of this ¿p motion¿ was not available. The physician indicated the patient would be monitored and no treatment reported for the aortic regurgitation/pvl. A t ransthoracic echocardiogram (tte) was performed approximately 5 months following the coronary angiography and severe transvalvular regurgitation was identified. No symptoms reported. The physician indicated the regurgitation was not related to the valve. As reported, from follow-up with cardiology approximately 7 years and 1 month following the valve implant, the physician indicated the patient has since remained asymptomatic without clear evidence of cardiovascular progressive symptoms. No treatment provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information be received regarding the reportable event, a supplemental medwatch will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.